Event description:
It was reported that the patient was experiencing pain from the stim since (B)(6) 2010 and that it was "aggravating". If the patient leans up against anything metal she gets shocked in buttocks. The patient hadn't seen her physician in a year, and planned to make an appointment. The patient hurt where its connected and believed that her bladder was always going to hurt. There was no known accident or incident related to the issue. The patient had tried all the other programs and they didn't help. The patient was on "a high number" and if it goes down then she will have reduction of her symptoms and hurts. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3889-28, lot # v434657, implanted 2010 (B)(6), explanted unknown. Programmer: model # 3037, lot # njd102735n.